Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2007, a 6mm gore propaten vascular graft was implanted in a bypass procedure. The implant was in the pt's left leg, from the external iliac to anterior tibial artery. Two episodes of thrombosis were noted. On (B)(6) 2007, a thrombectomy was performed at proximal anastamosis and the graft was removed. On (B)(4) 2007, an amputation was done.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Gender) information was not provided.